Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was used. It is reported that the patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse with concurrent paravaginal defect repair and laparoscopic sacralpropexy.

Manufacturer narrative:
(B)(4). Exposure/extrusion/protrusion. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-3885. The same patient is represented in each medwatch.